Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon opened a vial and removed a 12.1mm vicmo12.1 implantable collamer lens, -13.00 diopter, and found the lens torn. The lens was not implanted and there was no patient contact.

Manufacturer narrative:
Device evaluation: the lens was returned dry in lens case/vial with a tear. Visual inspection found a scratch and haptic torn/broken/bent/deformed. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
(B)(4).